Event description:
The customer reported via phone call that she was receiving a button error alarm that cannot be cleared. Customer stated that she removed the battery but the error did not go away. Customer stated that the pump was submerged in the pool for approximately 1 minute. Customer stated that the pump dried out and is working, but there is a crack on the screen and condensation under the screen display. Customer stated that she saw the damage approximately 6 months ago, but the crack never caused any functional issues. Customer's blood glucose was 178 mg/dl at the time of the button error and 200 mg/dl at the time of the pump submersion. Customer also stated that the pump got wet yesterday. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent up arrow button response was noted due to corroded keypad traces. No moisture damage was noted on the motor, battery tube, or vibrator assembly. However, moisture damage was noted to the electronics assembly during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, cracked display window, scratched reservoir tube window and a stained end cap sticker.